Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that additional errors were received indicating the return 1 contact quality was invalid and that there was a temperature acquisition circuit failure.

Event description:
It was reported that during a cardiac ablation procedure, the catheter disappeared and then reloaded. After finishing the pulmonary vein isolation (pvi), the catheter was removed from the patient, and the catheter would be reinserted into the patient after the deployment of a left atrial appendage (laa) closure device from another manufacturer. Once the catheter was outside of the patient, a temperature sensor fault error occurred. Multiple troubleshooting steps were attempted several times, including pacing from the catheter and effected electrode, flushing the catheter, restarting the system and workstation multiple times, unplugging and re-plugging in the catheter extension cable. Despite replacing the catheter twice (using a total of three catheters) and replacing the catheterextension cable twice, the error could not be resolved. Technical services requested that the gen link cables be switched and plug the catheter extension cable directly into the that gen link port which did not resolve the issue. The physician decided to stop troubleshooting and aborted the case without performing the cavotricuspid isthmus (cti) line. The patient was under general anesthesia, and ablation was possible during the procedure prior to the event. Technical services recommended a service visit. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The log files were reviewed using the affera log file analysis tool. In conclusion, the reported "catheter temperature sensor fault, return 1 contact quality poor, temperature acquisition circuit failure, and location reference not calibrated" issues were confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.